Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrumentation broke/damaged during surgery. The reamer shaft adapter disassembled during operation. A second flexible reamer set was opened to finish the reaming process. When using the helical blade guide sleeve the surgeon had difficulty rotating the buttress nut on the guide sleeve as attempted to bring the sleeve down to the lateral cortex of the femur. All tissue was cleared from the guide sleeve assembly yet there was still difficulty rotating the buttress compression nut on the sleeve. A second trochanteric fixation nail system (tfn) locking set was opened and the procedure was completed with a different helical blade guide sleeve. Upon further inspection of the entire assembly, it appears that the issue is with the helical blade guide sleeve and not the buttress compression nut. The surgery on the patient was successfully completed. There was a three minute surgical delay. Any broken or damaged devices or fragments were easily removed without additional intervention this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 351.16j flexible shaft connector for use with jacobs chuck is an instrument routinely used in the flexible reamers for intramedullary nails (technique guide j4557-I) which is an optional step in the titanium trochanteric fixation nail system technique guide (j3900-I). The blade guide sleeve is an instrument routinely used in the titanium trochanteric fixation nail system. The returned 351.16j flexible shaft connector for use with jacobs chuck was disassembled or has fallen apart and was received in six pieces. The device was returned and reported to have broken or become damaged during surgery causing it to disassemble. This condition is confirmed; the device is disassembled and is missing an additional pin and a set screw. It is likely that after repeated use and sterilization cycles the set screw which holds the device together became loose and became disengaged from the device. This would cause the device to disassemble. Drawing number 351_16j rev. C was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that repeated use and sterile processing cycles led to this confirmed complaint for the 351.16j flexible shaft connector for use with jacobs chuck; however, this complaint is not a result of any design related deficiency. It is likely that damaged threading on the buttress/compression nut led to this unconfirmed complaint for 357.369 blade guide sleeve; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.